Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced acute peritonitis and subsequently passed away. The cause of peritonitis and treatment were unknown. The patient died due to acute peritonitis. The patient had not yet recovered from the peritonitis prior to their death. It was not reported if an autopsy was performed. No additional information is available.